Event description:
Additional information was received that the paralysis of the lower limb was observed 4 days following implant of the valve, and the stroke was confirmed on magnetic resonance imaging (MRI). The patient was discharged from the hospital following rehabilitation. It was further reported that the stroke did not contribute to the aspiration pneumonia.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, the patient developed a cerebral infraction. Symptoms improved; however, the left side was left with incomplete paralysis. The patient was transferred to a different hospital for rehabilitation. Approximately 5 months and 1 week later, the patient developed aspiration pneumonia and passed away. The cause of death was aspiration pneumonia.